Event description:
Customer reported the valve body on the water supply container was cracked. During the previous night, it leaked onto the floor. No one slipped or fell due to the leak. The field service rep replaced the valve body cap. Mishandling of the cap can cause it to crack. To verify analyzer operation, he ran several patient samples and observed no water leaking from the instrument.